Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stating humidifier error message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center observed the pca burned and solution pollution ds2. The customer complaint was reproduced. There was 3 error has been identified. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d: manufacturing site was corrected.